Event description:
It was reported that the cautery attachment will not stay in the maryland bipolar forceps instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the top plug riser pin is pushed into the back end and the bottom pin is bent, preventing proper installation of a bipolar cord. The chassis feature that retains the bipolar insert and pins is broken. The instrument was most likely mishandled, breaking the chassis feature. Engineering also found that the distal end of the main tube has 3 inch long section with light material removed on the side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.